Event description:
The customer contacted baxter's technical service center regarding a high drain/call pd nurse (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, at the end of therapy. Per the home patient (hp)/caregiver (cg), the registered nurse (rn) asked the patient to use a 4.25% bag for the previous night's therapy. The ultrafiltration (uf) reading was equal to 2298ml. The technical service representative (tsr) explained the alarm. The hp would call the on-call rn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012, regarding the reported alarm. The nurse stated that she was aware of the alarm. She stated that the patient has not any reoccurrences of the alarm. She stated that the patient has been able to continue therapy on the cycler successfully with no further issues. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue of iipv was confirmed over the phone. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The root cause was not determined. This issue is being investigated through CAPA.